Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system (B)(6) ago (date of implant unk). The pt reported that she has not used or charged her ipg for (B)(6) and is no longer able to locate the ipg; however, due to increased pain, the pt's physician suggested that she begin using her scs system again. A replacement charging system was unable to resolve the issue. No further info is available at this time.